Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin delivery.